Event description:
Per independent repair center statement, the unit is alarming or red light. The key failure is the manifold valve is not shifting fully. Additional failure is the sieve beds are saturated.